Event description:
Sorin group received a report that the 3t heater/cooler alarmed and displayed an error message continuously during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the 3t heater cooler. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the heater cooler alarmed and displayed an error message continuously during the procedure. A sorin service representative could not reproduce the alarm problem. He tested the unit and performed test and safety inspections. The device worked as specified. No report of reoccurrence has been received. No further investigation is required. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the 3t heater/cooler. The incident occurred in (location). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the 3t heater/cooler alarmed and displayed an error message continuously during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.